Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant it was observed that there was double counting and t-wave oversensing (twos) on the right ventricular (rv) only when running an impedance measurement. The rv lead remains implanted and in use. No patient complications have been reported as a result of this event.